Event description:
It was reported that the pin broke after surgery. A 3cm piece was removed in a revision surgery. No other information available about the case.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Lot number was not provided so device history record cannot be performed. Complaint device was received missing the distal tip and the majority of the proximal barbed end. Central section of the returned implant appears to be slightly buckled as a compound bend is present. Distal fracture face is rough with no signs of crack propagation. Based on the information available, a definitive cause for the observed condition is unknown. However, possible causes are that the implant may have cracked or broken when it was initially inserted and went unnoticed by the surgeon and/or patient post-op non-compliance. Constant and/or dynamic load placed on the implant after time in vivo can cause plastic deformation and breakage in this case. Product directions for use (dfu-0074) states post-operatively and until bone healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. Pre-operative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.